Event description:
Boston scientific received information that the patient implanted with this device system has suffered from ventricular fibrillation (vf) and has experienced syncope previously. Currently, r-wave measurements on the non-bsc right ventricular (rv) lead decreased from 9.5mv to 3mv. Additionally rv pacing impedance measurements were greater than 3,000 ohms with noise and no capture present. Due to noise on the rate/sense portion of the rv lead, the device delivered multiple shocks, however, was not pacemaker dependent at the time and was asymptomatic. The device also provided anti-tachycardia pacing (atp) 17 times. The patient was presented to the emergency room (ER). While in the ER, the device went into storage mode, and therapy exhaustion was suspected. Some 57 divert/reconfirm episodes in vf were observed, however, the episodes were overwritten, so could not be viewed. An invasive revision procedure was performed and the non-bsc rv lead was extracted due to a fracture on the lead. The device was also explanted at this time. No device allegations were reported. The device was retained by hospital staff, therefore, would not be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.